Manufacturer narrative:
Concomitant medical products: d154awg ICD, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the atrial lead. Fluoroscopy showed that the atrial lead was pointing straight down. Si nce the lead exhibited good sensing it was decided to continue using the atrial lead for ICD discrimination and for atrial sensing for possible atrial fib in future. Therefore, the lead was reprogrammed for sensing only and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.